Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges eye irritation, respiratory tract irritation, dizziness, headache, inflammatory response, bilateral severe inferior turbinate hypertrophy, septal deviation convex, and airway obstruction. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges eye irritation, respiratory tract irritation, dizziness, headache, inflammatory response, bilateral severe inferior turbinate hypertrophy, septal deviation convex, and airway obstruction. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Update/correction: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges eye irritation, respiratory tract irritation, dizziness, headache, inflammatory response, bilateral severe inferior turbinate hypertrophy, septal deviation convex, and airway obstruction. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned a third party service center on 03/15/2023 for evaluation and no foam particles were observed in the device. There were no additional findings. The device was scrapped. The following was also updated: section b: adverse event/product problem updated. Section h: device problem code grid updated. Section h: evaluation method code grid updated. Section h: evaluation results code grid updated. Section h: conclusion code grid updated. Section h: remedial action updated. Section h: recall number updated.